Event description:
The reporter claimed the basal setting on the animas insulin pump is randomly losing its configuration. There was no reported power issue associated with the issue. The issue was not resolved with training. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the alleged basal setting issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.